Event description:
It was reported that during use the cuff was leaking. No harm or delay were noted, and a replacement was requested. No other adverse event was reported as it relates to this event.

Manufacturer narrative:
This incident has been submitted under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Updates made on b4 b5 d4 d9 g3 g6 h2 h4 h6 h10. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.